Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device hadn't been working real well from the very beginning. The patient explained that she needed to know exactly should be done to address the issues. The patient reported that she had an appointment on (B)(6) 2019 and inquired about getting a manufacturer¿s representative (rep) there. Additional information was received from the patient on 2019-04-02. The patient reported that she left the recharger plugged into the ac power supply a long time, but they didn't appear to have charged. The patient reported that she saw the green light on the ac power supply was on, but it didn't look like they were charging and they told their healthcare provider (hcp) she had left them charging a long time and he said to notify the manufacturer. The patient reported that the issues weren't resolved and it looked like the recharger and neurostimulator were overdischarged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor communication. The patient reported that the ins wouldn¿t charge anymore. The patient reported that she last successfully charges several months ago due to a coupling issue. The patient reported that the implant hadn¿t been working for a while now and she just ended up giving up on the implant because it was taking her forever to charge. The patient reported that from the beginning the implant had taken a long time to charge. The patient reported that she would have to sit and charge for 30 minutes and used to get good coupling but then started not to. The patient reported that she though she would be able to walk around while charging, but the only way she could charge was if she laid on the recharger antenna. No further complications were reported.